Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that as part of the six-month follow up to the peripheral cutting balloon procedure the patient required a conventional angioplasty on the target lesion for angiographic restenosis. In (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon as part of the peripheral cutting balloon registry. The single target lesion was a restenotic lesion located in avf (arteriovenous fistula) with 7 mm reference vessel diameter, and 10 mm target lesion length. Lesion had 80% stenosis pre-procedure and 0% stenosis post procedure. Lesion description was negative for calcification and vessel tortuosity. Lesion morphology: concentric stenosis, tight stenosis lesion. Pain perceived during the procedure was described as ¿lower.¿ comment in database states ¿fine result after pcb.¿ in (B) (6) 2006, 6 month assessment noted that patient experienced restenosis of a-v shunt three months after usage of pcb and conventional angioplasty was performed in the target lesion in (B) (6) 2006. Seriousness, outcome and relationship to registry device not provided. No additional follow up assessments provided.